Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported, left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side rupture confirmed by MRI. Healthcare professional later reported "any creases." Device has been explanted and replaced.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ crease/folding of implant: not observed. As per the investigation procedure observed wear abrasion and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture confirmed by MRI. Healthcare professional later reported "any creases." Device has been explanted and replaced.